Event description:
It was reported that the customer is not able to replace the brake bar that goes from head end to foot end which can cause the brake to not engage, false engagement of brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer is not able to replace the brake bar that goes from head end to foot end which can cause the brake to not engage; false engagement of brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
In accordance with the ¿final guidance on medical device reporting for manufacturers¿ issued on november 7, 2016, stryker medical will no longer report the hazard of brakes won¿t engage; false engagement of brakes for our stretcher lines (product code ink), as this hazard has not caused or contributed to any serious injuries in at least two years. The last serious adverse event manufacturer report #0001831750-2017-00421 was originally submitted on september 27th, 2017. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.